Manufacturer narrative:
The acist angiographic injection system, model cvi, system serial number (B)(6), was returned for evaluation september 5, 2023. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. A DHR review was conducted for the acist a2000 multi-use syringe kit, lot no 08423e, acist bt2000 manifold kit, lot no 28822d, and acist at-p65 angiotouch kit, lot no 04323d. There were no quality issues or deviations during the manufacturing of these lots. This report is closed.

Event description:
A 72-year old male patient was scheduled to undergo a cardiac catheterization to treat possible coronary artery disease. After all appropriate procedures were done to prepare the contrast injection device, the provider injected dye into the coronary arteries via a right radial catheter. The team member monitoring the procedure, who was recording the fluoroscopy noted what appeared to be air in the left anterior descending artery (lad) and circumflex arteries with what appeared to be cardiac standstill. The team member immediately alerted the provider and other team members, and emergency measures were initiated. The patient was intubated, and cardiac medications were given. The provider placed a second line and proceeded to perform a percutaneous transluminal coronary angioplasty (ptca) in the 100% occluded arteries. This was successful with reducing the blockage to 0%. An intra-aortic balloon pump (iapb) was also placed to assist with cardiac function. However, they were not able to get cardiac function to return on its own. Despite advanced cardiac life support (acls) measures and working on the patient for approximately 90 minutes, the patient was declared dead. Initially, the provider felt this event occurred due to a possible 'clot shower' versus air emboli.

Manufacturer narrative:
D4: acist a2000 multi-use syringe kit, lot no 08423e, acist bt2000 manifold kit, lot no 28822d, acist at-p65 angiotouch kit, lot no 04323d. The acist angiographic injection system, model cvi, injector serial number (B)(6) has not yet been returned for evaluation. The consumable kits used during the event were discarded by the user facility, but the lot numbers were provided. The cine-angiograms taken during the event have been requested for evaluation, but the user facility has advised will not be returned to acist. Upon investigation of the injector system and device history records of the consumables used during the event, a follow-up report will be submitted to the FDA.